Manufacturer narrative:
(B)(4). This complaint for a system error 2240 (air in set) during dwell 5 of 5 was not confirmed due to a lack of sample. The lot number is unknown therefore a batch review was not performed. The label review found the labeling adequate for the potential use error in this complaint. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. The root cause investigation is in progress through renq-CAPA-(B)(4).

Event description:
A patient contacted global technical services (gts) regarding assistance with a system error 2240 while using the homechoice (hc) during dwell 5 of 5. Gts explained the error indicated a large amount of air had entered into the disposable set and had the patient cycle power twice to clear the error. Gts then explained the patient would need to start over with new supplies. The patient stated she was almost finished with therapy, so she would take the rest of the night off. Gts advised the patient to notify their dialysis nurse within 24 hours regarding the error and any missed therapy. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4). The sample was discarded and the lot number was not known by the patient, therefore device evaluation cannot be performed. A follow-up report will be submitted upon the completion of baxter's investigation.